Event description:
This lv lead was implanted on (B)(6) 2010. A call to technical services placed on (B)(6) 2013, stated that they were going to do an lv lead revision, due to high lv thresholds. The lv output is programmed to 7.5 v @ 2 ms. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).